Event description:
It was reported that it "had been awhile" since the patient last used her stimulator. It was unknown how long it had been since the patient had felt stimulation or recharged. The patient was in an automobile accident on (B)(6) 2012 and following the accident it was not possible to establish telemetry with the ins. It was unknown if this was due to overdischarge or the accident. It was noted that the stimulation had not helped the patient much, but no additional details were available. It was not possible to follow-up with the contact information provided, and no additional information was obtained.

Manufacturer narrative:
(B)(4).